Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, during a routine maude database search the following information was reported in maude report number mw5065206: ¿patient (pt) had been wearing acuvue oasys that he self-prescribed by buying online. Reports he got them from (B)(4) through a banner ad from (B)(6). Wearing lenses 6 months per pair removing to rinse every 2-3 days and reinserting. Not following a prescribed wear schedule (since he never saw an optometrist ophthalmologist for fitting and cl rx). Presented with painful left eye; 2mm corneal ulcer/pseudomonas from contact lens abuse. Obtained medical devices online without knowledge of an eye doctor and is now at risk for blindness in his left eye.¿ the lot number and availability of the suspect product is unknown. No additional investigation can be conducted at this time. No contact information is available for the adverse event reporter or the patient. No additional information is available at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.